Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120. The complaint of failing accuracy at -11.05% was not validated or duplicated, as the device passed all specified testing. Device overall condition good. Action taken to perform a pm and calibrate the device. Device passed delivery and functional testing.

Event description:
Investigation completed and summarized in h 10.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump failed accuracy by -11.05%. No patient involvement reported.